Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolism); patient condition affected effectiveness of device (lesion morphology - type b lesion with 90% stenosis, heavily calcified and moderately tortuous). No results available since no evaluation was performed - (device or cine images not received for review); (device not returned). Evaluation conclusion: known inherent risk of procedure (stent embolism); device failure related to patient condition - (lesion morphology - type b lesion with 90% stenosis, heavily calcified and moderately tortuous); unable to confirm complaint (device or cine images not received for review). Device not returned. (B)(4).

Event description:
Device evaluation: the distal tip was flared. The stent was not positioned on the balloon and was not returned. Crimp impressions were visible on the balloon. The balloon folds were still closed on the balloon.

Event description:
A resolute integrity 3.50 x 12 mm drug eluting stent was intended to be used to treat a lesion in the om1 vessel. The om1 was a type b lesion with 90% stenosis, heavily calcified and moderately tortuous. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was experienced when advancing the device but excessive force was not used during attempted delivery. It is reported that the stent dislodged during removal following failed delivery. Once it was located the physician used another stent 3.50 x 15mm to crush the dislodged stent in the cx vessel. The om1 vessel was treated with ballooning only. No reported patient injury or other clinical sequelae.

Manufacturer narrative:
(B)(4).